Manufacturer narrative:
Approximate age of device- the mobile power unit is not a single use device. Approximate age of the device calculated from its issue to the patient is 2 months, 3 days. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing with lvad therapy. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the patient's mobile power unit (mpu) is not working correctly and the power cord appears to be damaged. When the cord is moved slightly, the mpu alarms and does not provide power. Mpu was taken out of service and will be returned. The patient was not symptomatic. No adverse patient consequences due to device or device therapy were reported. No additional information was provided.